Event description:
It was reported that a patient presented in-clinic. Prior examination revealed lead dislodgement. The left ventricular lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.